Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead "failed". It was also reported that the lead exhibited high impedance, high thresholds, pacing failure, and no capture of the heart. The physician suspects the pacing lead was fractured. The pacing lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis no longer required. If information is provided in the future, a supplemental report will be issued.